Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad anomaly. The customer's most recent blood glucose was 288 mg/dl. He did not observe any damage or corrosion to the battery cap, battery compartment or spring. He stated that the insulin pump did not show signs of physical damage and had not been dropped, bumped, or exposed to moisture. Upon troubleshooting, the customer was advised to test the insulin pump with a new battery, and the display did return. He stated that the insulin pump had unresponsive buttons and that the device made a high pitched noise. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.